Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed needle to resolve the issue. In addition, it was reported that the cartridge leaked insulin. Customer could not confirm if cartridge was filled with more than 300 units of insulin. Customer's blood glucose level was 120 mg/dl. Customer changed the cartridge to resolve the issue.